Event description:
It was reported via repair work order that the bed lifts were stuck elevated and inoperable due to motion interrupt lift sensor cable was pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.